Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began in early (B)(6) 2014. The patient stated that prior to (B)(6) 2014 her blood glucose readings would typically fall between ¿90 and 110 mg/dl¿. The patient stated that her blood glucose results began to increase slowly. At that time, the patient stated, she was managing her diabetes with oral medication (metformin 1700mg/day). On (B)(6) 2014, the patient went to see her hcp due to the higher results she was obtaining. The patient stated her hcp added lantus solo star to her diabetes regiment (started with 14 units daily and advised to increase by 2 units every day) and advised her to take 1 pill of metformin in instead of the 2 she was taking. The patient claimed her hcp made the changes to her diabetes regimen based on the elevated results she was obtaining with the subject meter. The patient reported that on the morning of (B)(6) 2014 she woke up feeling shaky and nauseous. The patient confirmed testing her blood glucose with the subject meter that morning while symptomatic and obtaining result of ¿181 mg/dl¿. The patient stated, she took her metformin pill, ate and went back to sleep. The patient stated, she woke up feeling better. Prior to the onset of symptoms, the patient had last tested her blood glucose at 10:44pm on (B)(6) 2014 and obtained result of ¿277 mg/dl¿. The patient reported taking her insulin (lantus solo star) as recommended by her hcp. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after obtaining alleged inaccurate results with the lfs device. The subject meter could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
Follow-up # 1 ¿ (05/08/2014). The patient¿s meter and test strips have been returned on 4/23/2014 and 4/30/2014, respectively, and evaluated by lifescan product analysis on 4/29/2014 and 4/30/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.